Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires. Other text : it was reported that the device could not be interrogated. It was noted that approximately five months prior, projected longevity was estimated to be 13 months; minimum 2 months and maximum 15 months. The patient did monthly telephone checks, and all were normal with 85ppm magnet rate. At present visit and two days prior, there was no response to magnet. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy.

Event description:
It was reported that the device could not be interrogated. It was noted that approximately five months prior, projected longevity was estimated to be 13 months; minimum 2 months and maximum 15 months. The patient did monthly telephone checks, and all were normal with 85ppm magnet rate. At present visit and two days prior, there was no response to magnet. The device was explanted and replaced. No patient complications have been reported as a result of this event.